Manufacturer narrative:
The power management board and power supply were not returned as they were scrapped by the customer accidentally. The central processing unit (cpu) and motor controller (mc) boards were returned for failure investigation. The root cause was traced to failure of the ic u10 in the mc board.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported a ventilator required new option codes following the replacement of multiple parts due to a 35v failure. The device was evaluated by the customer who contacted philips to request remote assistance. The device was not in clinical use at the time the issue was discovered. The device was reported to have been found during pre-use set up. There was no patient or user harm reported. The customer replaced the cpu (central processing unit) due to error codes that were produced indicating a 35v failure. As a result of the error codes, the customer replaced the cpu, mc (motor controller) , power management and power supply, however, the issue continued. The customer reseated the mc to the data acquisition (da) board cable. The customer found that replacing the mc board corrected the issue. The customer was provided with option codes for the new cpu. No other anomalies were reported.